Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient made an unspecified error. Three days after the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection cefazolin (1g twice a day; route and duration not reported), injection amikacin (125mg daily; route and duration not reported), injection ceftazidime (1g twice a day; route and duration not reported), injection meronem (500mg three times a day; route and duration not reported), intravenous xxxlized (600mg twice day; route and duration not reported), and injection heparin (1000 iu four times a day; route and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient¿s recovery status and outcome of the event was unknown. At the time of this report, the cefazolin, amikacin, ceftazidime, meronem, lized, and heparin remain ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.